Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had a high blood glucose of 30 mmol/l and treated manually. The customer's blood glucose started to increase last night and they did a set change this morning. However, the customer's blood glucose continued to rise. The drive support cap was flushed but it was not sticking out or recessed. Customer did not receive a no delivery alarm the other day. Customer was advised to remain disconnected from the pump. The insulin pump will be swapped.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.